Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. An evaluation of the test strip lot was unable to be conducted as the lot number was not provided. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Investigation concluded device performed as intended by displaying an error message and preventing the user from obtaining an erroneous result.

Event description:
On (B)(6) 2025, a lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter was generating error 4 results. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call since the patient could not be reached to obtain additional information. The patient stated that the alleged issue began on the morning of (B)(6) 2024, and that they had been getting error 4 messages for 2 weeks. Ever since the first time he used 4 consecutive strips which generated error 4 results, the patient has been getting the error 4 message consistently. Since (B)(6) 2024, the patient had feelings of anxiety and on (B)(6) 2025, the patient felt dizzy, nauseous and fell unconscious. In response to the alleged issue, the customer did not take any action or receive treatment. The patient manages their diabetes with glipizide 5mg, at breakfast and at night. The cca noted that the test strips had been removed from their original vial and were being stored a pill container. Replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly had an acute complication of diabetes, after the alleged meter issue began. Furthermore, the device could not be ruled out as a contributor to the alleged event.